Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level above 500 mg/dl and diabetic ketoacidosis. Reportedly, the customer was released on (B)(6) 2020. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.